Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq test strips were not drawing in the applied blood sample. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with pills, diet and exercise. The patient reported developing a symptom of anxious. The patient denied receiving any treatment for this symptom. The alleged issue was not resolved with troubleshooting and replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any serious symptoms and did not report any medical treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.